Event description:
It was reported that the cannula of a bd¿ insyte was pierced through by catheter needle. Foreign complaints the following information was provided by the initial reporter, translated from french to english: ¿ when opening the package, once the catheter has been uncapped, the nurse realizes that the cannula is transfixed by the catheter needle. The catheter is not usable. ¿

Manufacturer narrative:
Investigation: DHR was reviewed and no quality notification was raised related to the complaint. No sample or photo was received so the complaint in unconfirmed. Needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. CAPA#590840 has been initiated to address the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8136482, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-16. Medical device lot #: 8300582, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula of a bd¿ insyte was pierced through by catheter needle. Foreign complaints the following information was provided by the initial reporter, translated from french to english: "when opening the package, once the catheter has been uncapped, the nurse realizes that the cannula is transfixed by the catheter needle. The catheter is not usable."